Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Also were involved gore® excluder® aaa endoprostheses (pxc141400/14602580 and plc201400/14737849) and the medwatch# 2953161-2020-00007 was emailed on (B)(6) 2020 to cover these devices. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an aortic aneurysm measuring 73.0mm. All components were successfully implanted with no reported use issues. Patient tolerated the procedure and was discharged to home on (B)(6) 2016. On (B)(6) 2016, computed tomography (CT) performed by the site reported the maximum aneurysm diameter measured 83mm. A type ii endoleak involving a lumbar artery was determined. No additional sequelae was reported. On (B)(6) 2016, CT performed by the site determined the maximum aneurysm diameter measured 81mm and a type ii endoleak was confirmed. The event was ongoing, no action was taken and no treatment is planned. A search in the database documented the resolution of the endoleak on (B)(6) 2017 without sequelae. No evidence of aneurysm enlargement and no report of additional procedure to treat the endoleak was noted (covered by event# (B)(6)). On (B)(6) 2018, computed tomography (CT) performed by the site reported the maximum aneurysm diameter measured 90 mm. No adverse events were reported at this visit. On (B)(6) 2019, computed tomography (CT) performed by the site reported the maximum aneurysm diameter measured 98 mm. No adverse events were reported at this visit. According to the physician, it is unknown what caused the aneurysm enlargement. Dr. (B)(6) commented that he reviewed the latest tomography angiography dated (B)(6) 2019. The study demonstrates that the stent graft is in good position with no evidence of migration, narrowing, kinks or any endoleak. Despite the absence of endoleak, there has been some enlargement in the aneurysm compared to 90mm in the last study. Given the absence of endoleak, the physician does not think it is running the risk of rupture of the aneurysm. However, it is possible that there is still some pressure being transmitted to the aneurysm sac, which accounts for a persistent aneurysm enlargement. The physician does not recommend an intervention given that there is no evidence of an endoleak coming from the primary attachments of the stent, which would be concerning if it was present. The physician is monitoring the patient.